Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power on testing in both rescue and non-rescue mode without duplicating the report. The log indicates that the errors were caused by low batteries or batteries installed incorrectly. The device was recertified and returned to the customer. No trend is associated with reports of this type. The batteries were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.